Event description:
On (B)(6) 2018, the customer stated that the dolly wheels in the front of the product got hung up on the side and started spinning while he was trying the chair. The consumer stated that this has happened before and he can usually rock the chair back and forth to get it going again. But this time, when he rocked the chair back and forth, the chair spun around and the consumer ended up going down an embankment. When the consumer fell, the consumer's artificial knee pushed up into his femur and split the femur bone. The consumer had to be air lifted to (B)(6) mc in (B)(6). The consumer contacted the MFR. The MFR sent someone out to take pictures of the product and the embankment where the incident happened. The consumer stated that the MFR was supposed to replace the product but wanted the consumer to pay a co-pay of (B)(6) before they would send someone out. Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2017. (B)(4).